Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
Customer reported receiving erratic readings from her precision xtra blood glucose meter. Customer reported receiving readings of 222 mg/dl, 177 mg/dl, 165 mg/dl, 207 mg/dl, 165 mg/dl and 198 mg/dl within 10 minutes. Customer was unable to state which site was used for testing, if she had eaten between tests or how the site was prepared prior to testing. The results when plotted on a parkes error grid fell into the "a" zone showing the difference in values is not considered to be clinically significant. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death, serious injury or mistreatment associated with these events.